Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in good condition. The event history log confirmed check clutch plunger lever occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the lead screw and both clutch halves were very dirty. The lead screw and both clutch halves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a travel plunger error check plunger sensor error message. There was unknown patient involvement and unknown patient harm.